Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver won't turn on. A receiver boot test was performed and failed due to the receiver won't turn on. Functional tests were not performed due to the receiver won't turn on. Device was not opened for internal inspection. The receiver log was not downloaded for review due to the receiver won't turn on. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.